Manufacturer narrative:
Evaluation summary: as received, regions of the valve tissue is stiffer and transparent, common characteristics of dehydrated tissue. Almost half of the left coronary leaflet has been cut off. The cut, along the mid point of the free margin, measures to 1cm into the belly region and continues along the attachment to the right/left coronary commissure. Also at right/left coronary commissure, the right coronary leaflet exhibit a cut at the free margin and into the belly region that measures to approximately to 1cm. No other inconsistencies detected or in the x-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Event description:
Reportedly, the sales rep received 4 valves from the surgeon yesterday. Pt info is on each jar, there¿s a pathology report packed with each jar and each is packaged in a ziplock bag. They will be sent in one box marked to the attn: (B) (4) so that we know which devices are being returned. This is device #2. Customer letter requested. (B) (4) has requested individual letters be written and sent to his attention. He has no additional information but has provided dr (B) (6) nurses name and number to contact for additional information regarding these four explants.